Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 525cc mentor smooth round moderate profile on the right side and with 475cc mentor smooth round moderate profile on the left side and experienced breast implant deflation on her right side postoperatively confirmed after physical consultation. On february 24, 2021, mentor became aware that the patient also experienced bilateral ptosis, and underwent bilateral explantation and replacement with catalog number 3507385mc; serial number (B)(4) on the right side, and with catalog number 3507385mc; serial number (B)(4) on the left side on (B)(6) 2021. This report is for the patient¿s left-sided device. Please see manufacturer report number 1645337-2021-00687 for right side issue.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).